Event description:
Additional information received reported that the manufacturing representative had spoken to the healthcare professional and the patient was doing well. The deep brain stimulator was back on and the patient was receiving good therapy. The initial lead location was deemed to have been placed too laterally by the surgeon.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0gh58, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that there was a loss of therapy. The patient was scheduled to have a revision the day after report. The patient¿s therapy at some point was unsatisfactory. The onset of the event was unclear but it may have been since the implant was placed. A CT scan was done and it was determined that the lead looked a little too lateral and the day prior to report, the lead was moved more medial. The revision on the day after report was to connect the lead to the extension on the right side, side with the issue. Information on torque wrench compatibility was requested. No further information was provided. If additional information is received, a follow-up report will be sent.